Manufacturer narrative:
Follow-up #1: date of submission 9/7/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/13/2016 with the following findings:. The bb shows 3 occlusion alarms due to high force on (B)(6) 2016: occlusion alarm at 01:02; deliveries resumed at 01:08. Occlusion alarm at 03:02; deliveries resumed at 03:11. Occlusion alarm at 19:20 and 19:29; deliveries resumed at 19:41. . An ezprime sequence was performed successfully with no issues. Force sensor calibration check verified force sensor is detecting the correct force. The pump was exercised for 24hrs; no occlusion alarms were duplicated during this time. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Unidentified high force was observed in the black box while the force sensor calibration check measured in within specification.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump was emitting frequent occlusion alarms. The issue occured with multiple sets of supplies. The patient reported trace ketones. During troubleshooting, the patient confirmed they were using the infusion sets and cartridges per IFU. The patient was given an insulin injection over the amount the pump had suggested, and their blood glucose dropped to 55 mg/dl with shakiness/unsteadiness. The complaint is being reported because the occlusion issue was not resolved and resulted in a hypoglycemic event.